Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: follow-up attempts have been completed, with no response to date. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had abdominal pain, hemorrhagic menstruations and sensation of facial paralysis on left side. Essure was removed. These events are anticipated in the reference safety information for essure, except for sensation of facial paralysis. Abdominal pain and hemorrhagic menstruation may have multiple causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be excluded. Regarding event sensation of facial paralysis on left side, it is unknown whether the consumer actually had a facial paralysis or just an abnormal sensation. Facial paralysis may have central and peripheral etiologies, including inflammation or damage of the facial nerve, head trauma, head or neck tumor, stroke. Given the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("hemorrhagic menstruations") and facial paralysis ("sensation of facial paralysis on left side") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), facial paralysis (seriousness criterion medically significant), ear disorder ("ent disorders") with tinnitus, pharyngeal disorder ("ent disorders"), neck pain ("pain in back of the neck"), musculoskeletal pain ("pain in shoulders"), migraine ("migraines") and iron deficiency anaemia ("iron deficiency anemia which could not be resolved") with fatigue. The patient was treated with iron, surgery (essure inserts were removed on (B)(6) 2016), and physical therapy (physiotherapy, osteopathy and microphysiotherapy). Essure was withdrawn. At the time of the report, the abdominal pain, ear disorder, pharyngeal disorder and iron deficiency anaemia outcome was unknown and the menorrhagia, facial paralysis, neck pain, musculoskeletal pain and migraine had resolved. The reporter considered abdominal pain, menorrhagia, facial paralysis, ear disorder, pharyngeal disorder, neck pain, musculoskeletal pain, migraine and iron deficiency anaemia to be related to essure. The reporter commented: her menstruations were normal after the removal of the inserts. Diagnostic results: the patient performed sinus CT scan: results not provided. She reported that for physicians, examinations were satisfying. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had abdominal pain, hemorrhagic menstruations and sensation of facial paralysis on left side. Essure was removed. These events are anticipated event in the reference safety information for essure, except for sensation of facial paralysis. Abdominal pain and hemorrhagic menstruation may have multiple causes. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported events, and lack of alternative explanation, causality with essure cannot be excluded. Regarding event sensation of facial paralysis on left side, it is unknown whether the consumer actually had a facial paralysis or just an abnormal sensation. Facial paralysis may have central and peripheral etiologies, including inflammation or damage of the facial nerve, head trauma, head or neck tumor, stroke. Given the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("hemorrhagic menstruations"), facial pain ("sensation of facial paralysis on left side") and metal poisoning ("heavy metal poisoning") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and appendectomy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), facial pain (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), ear disorder ("ent disorders") with tinnitus, pharyngeal disorder ("ent disorders"), neck pain ("pain in back of the neck"), musculoskeletal pain ("pain in shoulders"), migraine ("migraines"), iron deficiency anaemia ("iron deficiency anemia which could not be resolved") with fatigue, arthralgia ("terrible joint pain"), ear pain ("pain in ears"), sinus congestion ("sinus constantly blocked"), paraesthesia ("facial paresthesia") and allergy to metals ("intolerance to cobalt") with pruritus. The patient was treated with iron, surgery (essure inserts were removed on (B)(6) 2016 via bilateral salpingectomy via laparoscopy), surgery (essure inserts were removed on (B)(6) 2016), physical therapy (physiotherapy, osteopathy and microphysiotherapy) and physical therapy (physiotherapy, osteopathy and microphysiotherapy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, metal poisoning, ear disorder, pharyngeal disorder, iron deficiency anaemia, arthralgia, ear pain, sinus congestion, paraesthesia and allergy to metals outcome was unknown and the menorrhagia, facial pain, neck pain, musculoskeletal pain and migraine had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, ear disorder, ear pain, facial pain, iron deficiency anaemia, menorrhagia, metal poisoning, migraine, musculoskeletal pain, neck pain, paraesthesia, pharyngeal disorder and sinus congestion to be related to essure. The reporter commented: her menstruations were normal after the removal of the inserts. Removal was performed on patient's request. The physician reported that allergy tests were requested but the patient did not perform them, so the physician assessed the causality as uncertain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The patient performed sinus CT scan: results not provided. She reported that for physicians, examinations were satisfying. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.779 cases. Menorrhagia. The analysis in the global safety database revealed 561 case bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt's. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2017: device removal questionnaire was provided. Medical history was added. Pruritus was added as symptom of ¿intolerance to cobalt¿. Physician¿s assessment provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("hemorrhagic menstruations"), facial pain ("sensation of facial paralysis on left side") and metal poisoning ("heavy metal poisoning") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), facial pain (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), ear disorder ("ent disorders") with tinnitus, pharyngeal disorder ("ent disorders"), neck pain ("pain in back of the neck"), musculoskeletal pain ("pain in shoulders"), migraine ("migraines"), iron deficiency anaemia ("iron deficiency anemia which could not be resolved") with fatigue, arthralgia ("terrible joint pain"), ear pain ("pain in ears"), sinus congestion ("sinus constantly blocked"), paraesthesia ("facial paresthesia") and allergy to metals ("intolerance to colbalt"). The patient was treated with iron, surgery (essure inserts were removed on (B)(6) 2016 via bilateral salpingectomy via laparoscopy), surgery (essure inserts were removed on (B)(6) 2016), physical therapy (physiotherapy, osteopathy and microphysiotherapy) and physical therapy (physiotherapy, osteopathy and microphysiotherapy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, metal poisoning, ear disorder, pharyngeal disorder, iron deficiency anaemia, arthralgia, ear pain, sinus congestion, paraesthesia and allergy to metals outcome was unknown and the menorrhagia, facial pain, neck pain, musculoskeletal pain and migraine had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, ear disorder, ear pain, facial pain, iron deficiency anaemia, menorrhagia, metal poisoning, migraine, musculoskeletal pain, neck pain, paraesthesia, pharyngeal disorder and sinus congestion to be related to essure. The reporter commented: her menstruations were normal after the removal of the inserts. Diagnostic results: the patient performed sinus CT scan: results not provided. She reported that for physicians, examinations were satisfying. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1.744 cases. Menorrhagia the analysis in the global safety database revealed 545 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2017: after company internal review the narrative was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("hemorrhagic menstruations"), facial pain ("sensation of facial paralysis on left side") and metal poisoning ("heavy metal poisoning") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), facial pain (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), ear disorder ("ent disorders") with tinnitus, pharyngeal disorder ("ent disorders"), neck pain ("pain in back of the neck"), musculoskeletal pain ("pain in shoulders"), migraine ("migraines"), iron deficiency anaemia ("iron deficiency anemia which could not be resolved") with fatigue, arthralgia ("terrible joint pain"), ear pain ("pain in ears"), sinus congestion ("sinus constantly blocked"), paraesthesia ("facial paresthesia") and allergy to metals ("intolerance to cobalt"). The patient was treated with iron, surgery (essure inserts were removed on (B)(6) 2016 via bilateral salpingectomy via laparoscopy), surgery (essure inserts were removed on (B)(6) 2016), physical therapy (physiotherapy, osteopathy and micro physiotherapy) and physical therapy (physiotherapy, osteopathy and micro physiotherapy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, metal poisoning, ear disorder, pharyngeal disorder, iron deficiency anaemia, arthralgia, ear pain, sinus congestion, paraesthesia and allergy to metals outcome was unknown and the menorrhagia, facial pain, neck pain, musculoskeletal pain and migraine had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, ear disorder, ear pain, facial pain, iron deficiency anaemia, menorrhagia, metal poisoning, migraine, musculoskeletal pain, neck pain, paraesthesia, pharyngeal disorder and sinus congestion to be related to essure. The reporter commented: her menstruations were normal after the removal of the inserts. Diagnostic results: the patient performed sinus CT scan: results not provided. She reported that for physicians, examinations were satisfying. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Menorrhagia the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(4) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: following removal of essure, half of the events she experienced were resolved. Medical record confirming removal via bilateral salpingectomy via laparoscopy. Events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.